Manufacturer narrative:
The reporter's strips were returned for investigation. All testing with the returned strips produced acceptable results and no strip defects were observed. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The customer stated that the same finger stick was used for each dose. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results from two accu-chek inform ii meters. The result from meter serial number (B)(4) was 103 mg/dl and within a minute the result from meter serial number (B)(4) was 42 mg/dl. These tests were done with the same finger stick. The patient had "raynard's" syndrome which they believe caused decreased peripheral blood flow.